Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue: both windows a and b have the zipper slider bodies bent open. The mattress surface has cracks in it. Windows a and b netting has 1 inch tears. Window side c has a 1" tear in the netting. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or opening when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).

Event description:
Customer reported that both zippers on the side panels of the bed are broken. The customer reported this was discovered during set up but couldn't provided the date when found. No pt incident or injury was reported.